Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result in an (B)(6) year old female with diagnosis of a cerebrovascular accident . There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, date: 12/30/2019, collected: 13:40, tested: 13:40, result: 5.0. I-stat, 12/30/2019, 13:47, 13:47, 4.1. Lab, 12/30/2019, ni, 14:15, 2.5. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/25/2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.